Event description:
Reporttedly, after firing the device, there was an incomplete resection of approximately 1cm and it was impossible to remove the instrument. The surgeon performed a new closure of anastomosis and used a new instrument. Once again, the resection was not complete and the anvil did not tilt. The surgeon completed the section by hand, reinforced anastomosis with a few stitches and checked with methylene blue that the suture was not leaking.